Event description:
The customer reported that the ventilator alarmed due to a 35volt failure. The customer reported the device was in use on a patient and there was no patient harm. A 35 volt failure occurrence may result in a shut down of the device with alarm during normal ventilation operation. The manufacturers service provider replaced the power management pcb board to address the reported problem.